Event description:
Device diagnostic testing at follow-up office visit resulted in high lead impedance reading indicating possible device malfunction. It was reported that the pt has been having good seizure control and has not experienced any injury or trauma to the chest or neck area. Further follow-up revealed that x-rays were taken. Review of x-rays identified two possible breaks in the lead. The lead pins appeared to be fully inserted into the generator. Neurologist indicated that the pt was scheduled for revision surgery. During the revision surgery, both the generator and lead were replaced. Device diagnostic testing on the new vns therapy system was within normal limits, indicating proper device function. The pt is doing fine since vns therapy system replacement.